Event description:
It was reported by the patient¿s foster mother that the patient was hospitalized on (B)(6) 2025, due to hyperglycemia (598 mg/dl) after approximately 4 to 24 hours of pod wear on the arm. The patient was diagnosed with diabetic ketoacidosis at the hospital and was treated with intravenous fluids and insulin injections. It was further reported that hospital staff found that the needle was not inserted into the skin when they inspected the infusion site after the patient was admitted. The foster mother indicated that the patient, who is 4 years old, tends to scratch off pods without the adults noticing, even when additional bandaging or adhesive products (such as podpal) are applied to the infusion site. The pink slide was confirmed to have advanced, and the pod was reported to be in automated mode at the time of the event. The reporter also noted that during hospital admission, the doctor prescribed a cream for areas where the child had scratched off the pods; however, no confirmed allergic reaction or pod-related skin irritation was reported. The patient was discharged from the hospital on (B)(6) 2025.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown omnipod software app version: 3.1.1 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.